Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the right-ventricular (rv) lead exhibited high pacing impedance and high capture thresholds and the right-atrial (ra) lead exhibited noise oversensing resulting in inappropriate automatic mode switch. As a resolution the rv lead and the ra lead were explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported event of lead noise was confirmed. The distal portion of a partial lead was returned in one piece with the helix found extended and clogged with blood and tissue. Visual inspection found an external insulation abrasion breaching the outer insulation at 30.3cm to 30.6cm distal end and exposing the outer coil proximal to the suture tie impression. The cause of the reported events was due to the external insulation abrasion and the exposure of the outer coil in the abrasion zone consistent with friction to the device can.